Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the keypad was peeling and that the up, down and ok buttons then became under responsive. Reportedly, there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: additional information was obtained by product analysis on (B)(4). 2014 with the following findings: unrelated to the complaint, a crack was found in the battery compartment between the battery cap and the case seal.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to be torn and most of the keypad was missing. All of the keypad buttons were unresponsive to testing. The keypad cover was removed and the keypad flex was found to be detached and was damaged. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.